Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient's skin was described as a rash that "rubbed her skin raw". The patient consulted her physician who recommended using soap to clean the irritation. Follow-up indicated that the irritation had improved.